Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to resolve the problem because the issue was unclear, and the consumer provided no additional information. Exact root cause is not determinable. The case will be closed because the customer stated that they completed the calibration process without any issues and that no logs were provided following the calibration. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire medical instructed the customer to perform an o2 (oxygen) gas path test because the device is showing e379, e387, and e389 errors, which are caused by a potential defective o2 safety valve. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 is having an alarm due to invalid calibration data, an o2 flow calibration failure at 0.5lm, and a flow of 1 lm on an external flow analyzer. Furthermore, there was no patient involvement associated with the reported event.